Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a,g,b,c,d grids, manufacturer narrative. Omit: a090202 - display difficult to read (1181),b21 - type of investigation not yet determined g05005 - led (light emitting diode),c21 - results pending completion of investigation,d16 - conclusion not yet available a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8110 syringe pump was affected by plastic recall, r118 front cover, handles, rear case and failed force test. There was no reported patient involvement.

Event description:
It was reported that an 8110 syringe pump was affected by plastic recall, r118 front cover, handles, rear case and failed force test. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.